Event description:
It was reported that the stent moved on balloon occured. A 6.0mmx18mmx 150cm express vascular sd stent was selected for treatment. During preparation, it was noted that the position of the marker and the stent were found to be slightly shifted. The procedure was completed with another of the same device. There were no patient complications reported.